Manufacturer narrative:
Updated block: concomitant medical products.

Manufacturer narrative:
As per the user facility, the intermittent display does not affect the operation of the roller head, so they continued to use it. As per the field service representative (fsr), he replaced the display. The suspect unit will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the roller pump was intermittently distorted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the display to operate as intended throughout the evaluation. The display to pump board cable was not returned for evaluation. Per data log analysis, there is no indication of a problem in the log file. This is an expected log finding with a display issue as shown in the video provided. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.